Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system had a stored signal artifact monitor (sam) episode which caused a minute ventilation (mv) sensor switch. It was determined that this was due to the right atrial (ra) lead pacing impedance being high out of range measuring greater than 3000 ohms. The health care professional (hcp) noted that this patient will be further monitored and that device reprogramming had already been conducted. No adverse patient effects were reported. Currently, this ICD system remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system had a stored signal artifact monitor (sam) episode which caused a minute ventilation (mv) sensor switch. It was determined that this was due to the right atrial (ra) lead pacing impedance being high out of range measuring greater than 3000 ohms. The health care professional (hcp) noted that this patient will be further monitored and that device reprogramming had already been conducted. No adverse patient effects were reported. Currently, this ICD system remains in service.

Manufacturer narrative:
A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformance's, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of pacing impedance high out of range was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.